Event description:
It was reported that the subject guidewire tip broke during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject guidewire tip broke during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 gtin - corrected there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire and guidewire distal tip were noted to be kinked/bent. The guidewire was noted to be broken/fractured approx. 183 cm from the proximal end. The guidewire polytetrafluoroethylene (ptfe) was seen to be peeling approx., 48 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not required as the reported event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The event reported "synchro wire broke during a case. Body had a synchro break about 5¿ from the tip. Patient was not harmed, and dr. Taylor got the wire out without too much trouble. He was not torquing too hard or doing anything weird, anatomy was not too tortuous". Analysis of the returned device found the guidewire and guidewire distal tip to be kinked/bent. The guidewire was noted to be broken/fractured approx. 183 cm from the proximal end. The guidewire ptfe was seen to be peeling approx., 48 cm from the proximal end. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿guidewire broken/fractured during use¿ and analyzed events: ¿guidewire kinked/bent¿, ¿guidewire distal end/tip kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident approx., 48 cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analyzed event: 'guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.